Event description:
It was reported that during inventory check, the customer noted a wire coming loose at the tip of the precise bipolar forceps instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was missing. The clevis did not exhibit any damage or wear marks. Instrument passed electrical continuity test. No other damage found. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.